Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4). Conclusion not yet available - evaluation in progress (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass blood leaked at the sensor portion of the shunt sensor. Total amount of blood loss is unknown. Product was changed out. Surgery was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations and as indicated by terumo cardiovascular systems in the initial report submitted on september 17, 2015. (B)(4). The actual sample was microscopically inspected upon receipt and before leak testing was conducted. No definitive defects were found in the weld area between the insert and body subunits. However, a crack was identified between the o2 chemistry and thermowell that leak when tested. The actual device was also found to leak from the large weld end at roughly 1000 mmhg when pressure testing was conducted. Review of the device history record did not yield any findings that could attribute this failure to a machine failure or operator error. A definitive root cause could not be determined but has been attributed to excessive shipping and handling combined that caused the damage. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.